Manufacturer narrative:
The customer reported a ring artifact displayed near the top of the head on images for a head scan. There was no misrepresentation as a result of the artifact. A philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed that there was a recognizable ring artifact associated with a sensitivity variation in the patient images, as well as, on the testing images. The fse visually inspected the system and found a crack in the bowtie filter of the gantry which caused the artifact. The fse replaced the a-plane collimator and performed various adjustments and calibrations to resolve the issue. The fse confirmed there was no patient harm. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.